Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was dancing when they were inappropriately shocked as the programmed sustained rate duration (srd) ran out until therapy was exhausted. Boston scientific technical services (ts) was consulted and suggested that the srd could either be turned off, or programmed differently. The physician elected to turn the srd off for this patient and there were no adverse patient effects. To date, no adverse patient effects have been reported.